Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a non device related spine surgery and developed postoperatively a (B)(6) infection. The patient underwent an explant procedure. No device malfunction was suspected.